Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, after sheath removal, a dissection was noticed on the common carotid artery. The physician covered the dissection with a secondary stent and resolved the issue. It was noted that effort was required to re-enter the sheath in the cca. The dissection flap was sutured in place and then surgically closed. The procedure was completed with no reported patient harm.